Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump display was flashing. Customer's blood glucose level was unknown. Customer reported that the insulin pump had battery failed alarm. Contacts are not missing, damaged, or corroded. Customer reported that while troubleshooting and screen was now flashing white. Customer was advised to discontinue use of the device and revert to a back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, sleep current measurement, active current measurement and self test. Device was monitored and tested with no failed battery test and missing segments or partial display noted.